Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood sugar of 50mg/dl. Customer treated blood glucose with food or juice. Customer declined to troubleshoot for low blood glucose. Insulin pump will not be return for analysis.